Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device intermittently turned off during the case. There was a loss of image for a few minutes.

Manufacturer narrative:
Alleged failure: intermittently turning off during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The most probable root cause could be a bad cable, a loose connection, or other equipment used along the ccu when the issue was observed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device intermittently turned off during the case. There was a loss of image for a few minutes.